Manufacturer narrative:
Initial reporter customer (person): postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a turbo-ject® double lumen power-injectable PICC separated during device placement. Later that day, imaging revealed a small fragment of the wire remained in the patient, which was successfully removed on the same day with no additional harm to the patient. No other adverse effects to the patient have been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Event description:
In additional information received on 07oct2021, it was reported that device access was gained through the left brachial vein and guided using ultrasound imaging. During the procedure, the wire guide "caught" upon removal from the PICC line, but was able to be removed easily after it was rotated 360 degrees. The wire guide was not removed through the needle or manipulated while it was within the cannula of the needle, and the patient did not have tortuous anatomy. The device was flushed 20 ml normal saline using a pulse/pause technique. The device was inserted at 8:50; at 13:55, upon reviewing imaging prior to producing a formal procedure report, a wire fragment was noted. A snare was used to remove the fragment. Indication for placement was reported to be for chemotherapy treatment. The patient's activity level was described as "active".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: a2, a3, b5, b7. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. Queens medical centre in the united kingdom informed cook that on (B)(6) 2021 the wire in a upicds-5.0-CT-nt-1111 (turbo-ject® double lumen power-injectable PICC) from lot 13990571 broke in a patient. The user noted the separated wire on reviewing imaging. The wire fragment was successfully removed and it was reported that there was no harm to the patient. A review of the complaint history, device history record, instructions for use (IFU), and quality control, were conducted during the investigation. The customer did not return the complaint device for evaluation. Therefore, cook was unable to complete a device failure analysis. Cook reviewed the device master record and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record for lot 13990571 and component lot records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, ¿turbo-ject® peripherally inserted central venous catheters with micropuncture® peel-away introducers,¿ provides the following information to the user related to the reported failure mode: instructions for use: catheter placement (fluoroscopic method): ¿6. Using fluoroscopic guidance, introduce the wire guide through the needle and advance it 15-20 cm into the vessel. 9. Using fluoroscopic control, determine the correct catheter length by advancing the wire guide to the desired catheter tip location. Once the wire guide tip is in proper position, mark the length by clamping forceps into the wire guide at the skin site.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the device master record, device history record, and design history file review, there is no indication the device was manufactured out of specification. The user did not note any wire damage before the procedure. The user also didn¿t notice any difficulties with the wire until attempted removal. As there was no evidence of wire damage before use and no evidence of manufacturing deficiencies, the cause of this event is component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.